Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The caller stated that prior the error alarm the device had motor error. Ran the displacement test and passed. The customer's blood glucose reading was 196mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to error alarm.